Event description:
A customer reported experiencing air bubbles in the tandem mobi cartridge, particularly noticeable during pumping and occurring about 90% of the time. There was no adverse impact on the customer's blood glucose level. Upon follow-up, technical support confirmed that the large air bubbles were resolved, allowing the customer to continue insulin therapy, and the customer acknowledged understanding the resolution.